Event description:
Pt receiving cefazolin 1 gm IV of 8h via sabratek 6060 pump. Drug was provided in bag containing 6 doses (48 hours) each. Nurse requested one bag to be prepared containing 7 doses. (56 hours). When nurse reprogrammed pump they did not understand that the total hours screen a. Needs to be reset to total number of hours that bag provides. Other parameters do not change, consequently pump infused doses over 24 hours instead of 56 hours. Pt did not experience any adverse consequences.